Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed an error 5 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began a month prior to contacting lfs. The patient manages her diabetes with unspecified doses of humalog and lantus; however, it is not known what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, on the same day after the alleged issue occurred (time not known), the patient reportedly developed symptoms of feeling ¿queasy, shaking, sweating, and nauseous¿. At an unspecified date/time afterwards, the patient reportedly went to the emergency room (ER) and during her time in the ER, the patient¿s blood glucose was monitored and she was reportedly administered ¿a glucose product to make her blood glucose go up¿ by a health care professional (hcp). It would have been helpful to know the following information: after the alleged issue occurred, did the patient discontinue testing with the subject meter, and if so, did she test her blood glucose with another secondary/back-up device; since the patient manages her diabetes with insulin, did the patient make any adjustments to her regimen and if so, how did she determine the dosage; how much time passed from the time the product issue occurred and the onset of her reported symptoms; was the patient able to obtain a blood glucose reading with the subject meter before and after arriving in the ER, and if so, what are the readings; what was the patient¿s blood glucose reading with the ER¿s meter prior to hcp treatment. At the time of troubleshooting, the csr verified with the reporter that the patient was using the lfs product for the first time, the patient was using the correct testing technique, and the test strips were within the expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.